Event description:
It was reported to boston scientific corporation that a bib intragastric balloon system was used during an endoscopic procedure the procedure performed on unknown date. According to the complainant, after the procedure the patient reported having intense abdominal pain and vomit. On (B)(6) 2024, an x-ray was performed, and it confirmed the balloon was hyperinflated. On (B)(6) 2024, the balloon was explanted. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: device code a1406 is being used to capture the reportable event of inflation problem. Impact code f2202 is being used to capture the reportable event of endoscopic procedure. Impact code f2203 is being used to capture the reportable event of imaging required.

Event description:
It was reported to boston scientific corporation that a bib intragastric balloon system was used during an endoscopic procedure the procedure performed on unknown date. According to the complainant, after the procedure the patient reported having intense abdominal pain and vomit. On (B)(6) 2024 an x-ray was performed, and it confirmed the balloon was hyperinflated. On (B)(6) 2024 the balloon was explanted. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: device code a1406 is being used to capture the reportable event of inflation problem. Impact code f2202 is being used to capture the reportable event of endoscopic procedure. Impact code f2203 is being used to capture the reportable event of imaging required. Block h11: the orbera365 intragastric balloon system was returned deflated without the fill tube and was found discolored, most likely with methylene blue. The customer provided an x-ray image where it can be observed a line that indicates the presence of air inside the balloon. With all the available information, boston scientific concludes that the reported event of spontaneous inflation was confirmed. The customer provided an x-ray image where it can be observed a line that indicates the presence of air inside the balloon. The orbera365 intragastric balloon system was returned deflated without the fill tube and was found discolored, most likely with methylene blue, however, according to the instructions for use (IFU) the igb is placed in the stomach and filled with sterile saline. The reported balloon spontaneous inflation, nausea and pain are known adverse event associated with this device as indicated in the device instructions for use (IFU). All compiled information on this investigation determines that the most probable cause is known inherent risk of device. A product labeling review identified that the device was not used per the IFU.